Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation as the implantable pulse generator (ipg) was non-functional. Patient claimed the device had been nonfunctional for a long time, but was unable to recall when issue began. The ipg was explanted and replaced and effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.